Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70 . (B)(6). Batch: 7074255.

Event description:
It was reported that the patients lead had migrated and was confirmed via x-ray. The patient also experienced inadequate stimulation. The patient underwent a lead replacement procedure and the explanted lead will not be returned per hospital policy.